Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient did not know the cause of the heating while recharging. The patient noted that it gets hot after 6 hours of charging and they only have 3 - 4 coupling bars when charging. The patient noted that they received a new recharge antenna, but it has worked the same as the old one (3 - 4 bars). No further complications are anticipated.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Patient stated he received a new implantable neurostimulator recharger (insr) antenna and attached it to the insr. The patient stated the insr will not charge ins. Patient stated he is seeing poor communication screen. Patient said he has a pain at the implant site that feels like a little pinching with pressure all the time. Patient said it has been a month since he last used the ins. Patient last time successfully charged their device was a month and half. Patient said he has not used the ins because he did not need to use it. Patient reported last charging session was more than one to three months ago. Patient redirected to health care professional (hcp) to address possible overdischarge. Patient cannot communicate with another external device. No further patient symptoms or complications were reported in this event. Additional information was received from a manufacturer representative. It was reported that the battery was overdischarged as the patient had not charged for 4 - 5 months. Normal protocol was followed to get the ins out of overdischarge and the issue was resolved. No further complications are anticipated. Additional information received from the consumer. It was reported that the patient was having trouble with their antenna not being able to line up with the internal device to charge. A new antenna was sent to them with no good results. They set an appointment up with a representative who started their unit battery. After 6 hours the unit was 3/4 full and it took two more charges of 3 hours to get it to full. They had no more than 4 bars while charging. The issue was had not resolved and they reported that the ins got hot and tingled while they charged. No further complications reported.